Event description:
It was reported that the device was at elective replacement indicator (eri) in the box. It was also noted there were multiple lead warnings. The device was in the box and will not be used. No patients were involved with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.